Event description:
Rptr performed a back-to-back, meter-to-health care professional meter, blood glucose comparison test, with results of 68 and 217 mg/dl, respectively. Rptr was not experiencing any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8